Event description:
It was reported that the pump battery was depleting quickly intermittently, resulting in the pump shutting off. The customer¿s blood glucose (bg) was reported as ¿high¿; however, a specific value was not provided. The customer administered a manual injection and drank water to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.